Event description:
It was reported that a physician was attempting to treat a lesion using submarine rapido pta balloon. The device was advanced to target lesion, but physician was unable to deploy the balloon. Physician used a non-mdt device to complete surgery. No patient injury or other sequelae were reported for this event. When the device was returned to the manufacturing facility, the balloon of the device was noted to be damaged. Device evaluation: the device was returned with the original box and pouch, inserted in its hoop. The protection tube was mounted on the balloon; however it was removed in order to perform analysis. No traces of blood or radio opaque solution detected on the device. The guide wire lumen was stretched and damaged in two points; the first point was proximally to the proximal marker band, where the guide wire was crushed, and the second close to the end of the protection stylet inserted, where the guide wire was stretched. After the removal of the stylet the guide wire lumen stretched over the stylet crushed resulting impossibility to insert the gw. An attempt to inflate the balloon was performed using a manometric syringe. Negative pressure was applied and a leakage was detected due to a column of bubbles raise in the syringe. The balloon was inflated at 7 bar and a pinhole was detected on the surface, close to the proximal side of the cylindrical part. The guide wire could not be passed all length long due to several damaged part of the guide wire lumen. Another kinked point was detected on the shaft, close to the hypotube. No other abnormalities detected on the device. ¿please note that this device (submarine rapido) is distributed outside the united states; however, it is similar to the united states distributed product (submarine plus).¿

Manufacturer narrative:
Evaluation codes results: (based on limited information received, root caused in undetermined). Deformation problem. Evaluation conclusion: (based on limited information received, root caused in undetermined). (B)(4).